Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire mini drawer was failed and exposes the number of pockets selected but the whole drawer should not be exposed when dispensing medication. A field service engineer replaced the controller board; however, the issue persisted. The fse planned a firmware upgrade and, after further onsite troubleshooting earlier in the day, identified and resolved the issue. The system was functioning as expected, and the customer has confirmed resolution and approved case closure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es an issue was observed with the mini drawer where the entire drawer opened when staff attempted to remove medication. Instead of exposing only the selected pocket, the full drawer was accessible, which was not functioned as intended during the dispensing process. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.